Event description:
Patient presented to the physician with pain, swelling, and redness around the ipg implant site radiating to the neck incision on (B)(6) 2022. Physician suspected infection, caused by a procedure when removing a carcinoma, and prescribed antibiotics as well as a CT scan. On (B)(6) 2022, results from CT indicated no infection. Patient presented back to the physician on (B)(6) 2022 and the physician suspected the patient had an infection. Physician brought the patient into the or on (B)(6) 2022 and removed all inspire components and observed possible infection upon ipg removal. Physician prescribed antibiotics after the procedure was completed.